Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review of ventricular tachycardia therapy, patient received inappropriate high voltage therapy and atrial fibrillation with rapid ventricular rapid response was observed. Patient was in atrial fibrillation. Programming changes were recommended. It was later reported that patient had same issue again which was observed remotely via merlin.net transmission. Programming changes were made. Patient was stable.

Manufacturer narrative:
Correction for aware date for MDR #: MDR-2017-10141 (B)(6) 2017. Correction for event date for MDR #: MDR-2017-10141 (B)(6) 2017.